Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. Following ablation of the left superior pulmonary vein (lspv) when moving the catheter to the left inferior pulmonary vein (lipv), a merit guidewire became stuck in the catheter and would not advance or retract. Resistance was met when trying to retract the guidewire. The physician advanced the guidewire and tried to retract to mitigate risk of tissue ingress. The entire system was removed from the patient with some of the guidewire still exposed outside of the catheter. After removal from the patient, the guidewire could still not be removed from the catheter. No tissue was observed at the tip of the catheter nor guidewire. The catheter and wire were replaced, and the procedure was completed without patient complications. The catheter is expected to return for laboratory analysis. 09oct2024, per gfe: lot 34661429. I do not have tracking information currently. No tissue was seen at the tip. The guidewire was pulled out with the catheter and remains in the catheter at this time. Once the system was removed from the body, the guidewire remained stuck within the catheter. After ablating the lspv, the physician met resistance when trying to retract the wire and move to the lipv. The physician advanced the wire and then tried to retract to mitigate any possible tissue ingress, but she continued to meet a lot of resistance. After several attempts we pulled out the catheter and wire together with some of the wire still exposed outside the catheter. After removing both from the patients body, we were still not able to removed the wire from the catheter. The wire was never removed after that or reloaded. There are no pictures available. Heparin was given pre transeptal. The patient was given heparin prior to transeptal, their preop anticoagulation regimen was not available to me.